Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a possible out of range error occurred between the transmitter and pump, with no continuous glucose monitor (cgm) sensor readings. It was explained to the contact that this is possibly due to radio interference as an electrocardiogram was reportedly near the patient. The contact reported that the customer had a blood glucose (bg) level of 130 (mg/dl). The connection with the contact was lost and attempts to reach the contact again were unsuccessful.